Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12629. It was reported the pt experienced heating at the ipg pocket site while charging. The pt put a barrier between the antenna and ipg which helped. The pt was given the charging guidelines. A replacement charger was sent to the pt. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.